Manufacturer narrative:
(B)(4).

Event description:
It was reported that during thr procedure the weld on two r3 straight shell impactors gave away due to repeated use. This occurred during use inside the patient. There was no delay and a s&n back up device was available to complete the procedure. No other complications were reported at this time.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the picture was reviewed, and it shows that the welding gave away. The clinical/medical investigation concluded that, this case reports that during use inside the patient, the r3 straight shell impactor broke at the weld. Per complaint detail, there was no patient injury and the procedure was completed without delay, using a backup device. Therefore no further clinical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
It was reported that during thr procedure the weld on two r3 straight shell impactors gave away due to repeated use. This occurred during use inside the patient. There was no delay and a s&n back up device was available to complete the procedure. No other complications were reported at this time. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2017 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No medical documents were received for investigation. There was no patient injury and the procedure was completed without delay, using a backup device. Therefore no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. The failure mode is included in the risk management documentation and is within expected occurrence rates. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.